Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer reported issue. The downstream occlusion (dso) seal was not working. The device shows the same error message. The investigation found the dso sensor was nonfunctional and needs to be replaced. The dso sensor will be replaced.

Event description:
It was reported that the pump shows error message: reinsert the cassette. There is unknown patient involvement.